Event description:
The patient expressed pain of shoulder and limited range of motion. And the surgeon found dislocation of glenoid implant. So revision was implemented.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.